Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d had connection issues on 2 occasions and leaked. The following information was provided by the initial reporter: it was reported by the facility that the tubing was leaking. The soft part that needs to be connected to the cadd pump is not fully connected to the blue part of the IV tubing.

Event description:
It was reported that as lvp 20d had connection issues on 2 occasions and leaked. The following information was provided by the initial reporter: it was reported by the facility that the tubing was leaking. The soft part that needs to be connected to the cadd pump is not fully connected to the blue part of the IV tubing.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of connection issues at the pumping segment could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2204-0007 because a valid lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.